Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study, rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was ins migration. The ins clicks forward and tilts when the patient bends down. No action taken. The outcome was unresolved with no further action planned. Etiology was related to the device or therapy and not related to the implant procedure.